Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high capture threshold was observed on the ventricular lead. An x-ray examination found the ventricular lead was dislodged. The lead was re-positioned to resolve the event and the patient was stable with no adverse consequences.